Event description:
Patient revised to address loose acetabular cup. Update 6/4/15-pfs and medical records received. Pfs now alleges pain. After review of the medical records for MDR reportability, the revision operate note indicated a loose cup. A correct doi was provided. The head and liner are being reported for the pain. The complaint was updated on:7/2/2015.

Manufacturer narrative:
No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. The complaint database search identified a previous related report against lot cf5gj1000 . Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A worldwide complaint database search found no additional related reports against the remaining provided product code/lot code combination(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Manufacturer narrative:
Added (patient). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 16 apr 2018. (B)(4) was re-opened under (B)(4) due to the receipt of pfs, ppf and medical records: in addition to what were previously alleged, pfs alleges that after the (B)(6) 2011 revision, the patient still suffered injury, pain, had a loosening of the left hip, and instability which resulted to fall more than once. After review of medical records for MDR reportability, it was stated that the patient had a second revision to address loosening of the acetabular component. Revision notes reported quite a bit of scar tissue, very little bone attached to the socket, and the rim of the socket was rocking on the 3 spikes that were present on the socket. The femoral head was not revised. Doi: (B)(6) 2009 (cup and hole eliminator); doi: (B)(6) 2011 (liner); dor: (B)(6) 2011; left hip.